Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation of the implantable cardioverter defibrillator revealed multiple episodes of non-sustained right ventricular oversensing. The device was post paced t-wave oversensing on the ventricular lead. The patient did not receive any therapy during the oversensing. The device was reprogrammed. The patient was in stable condition.